Event description:
The customer reported that the jaws of the device would not open while on tissue during a total abdominal hysterectomy. The device was cut off in order to remove it. There was no patient injury.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.